Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip that was completely detached from its base. The broken piece was not returned with the instrument. Components adjacent to this broken grip did not show damage. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, one of the jaws of the fenestrated bipolar forceps broke and fell into the patient. The procedure was completed.